Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer randomly shuts off. An attempt was made to update the programmer with a universal serial bus (usb) but it would not read the device. Clinic staff report that they were unable to download sessions to usb drives. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of damaged universal serial bus (usb) ports and power issues; the power supply was intermittent. The micro processor unit (mpu) and the power supply were replaced. Upgraded and reimaged hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.